Event description:
Additional information was received which reported there was loss of capture and no root cause was identified. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and pacing not delivered when required. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.